Event description:
It was reported that during the implantation of a sensar intraocular lens (iol), the lens moved with difficulty inside the cartridge. After implantation, the surgeon discovered that the lens inside the capsular bag was damaged, with ruptures in the optical part at the bending points. A decision was made to remove the damaged iol and implant a zcb00 monofocal aspherical iol, serial number (B)(6). However, the attempt to load the zcb00 iol into the same cartridge failed as the lens became stuck. Subsequently, the surgeon implanted a competitor lens into the patient who is reported to be fine post iol replacement. The surgeon believes that the issue may be due to a defect in the cartridge. No further information was provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.